Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the sales representative of (B)(6) who had attended the procedure that during the removal of the kidney stone, the light intensity of the examination lamp of the subject device had been too low which the tissue could not be distinguished. The user replaced the subject device to another device and completed the procedure. During the incoming inspection for repair at the service department of (B)(6), it was found that the failure of the output socket such as the loose connection between the light guide connector of the videoscope and the output socket of the subject device which might cause the reported phenomenon. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the failure of the light guide socket due to the wear or because the user applied a strong force and applied an oblique force to connect the light guide connector.